Event description:
It was reported per field service report: symptom - helium loss alarm every 20 minutes. Findings/actions taken: found helium loss alarm every 20 minutes. Biomed replaced pneumatic control switch assembly.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.